Event description:
The user facility reported that a patient was lacerated. Received additional info via email from the facility in 2008. The patient sustained a scalp laceration during initial positioning. Staples were used to close the wound. Integra mayfield disposable skull pains were used. After inspecting the pins, no deficiencies were noted. No post-operative complications were reported. The patient's diagnosis was cervical stenosis.